Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously elevated troponin (accutni) results within the risk stratification range generated by the unicel dxc 600i synchron access clinical system on two patients' samples. The lab protocol is to repeat all first time positive accutni samples and upon repeat testing, lower results within the normal reference range were recovered. There was no injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The samples were collected in greiner lithium heparin tubes. The samples were full draws and were spun at 3000g for 10 minutes. Per customer, the samples were clear in appearance. No system check or qc data was supplied for this event. It is not indicated that service was dispatched for this event.